Event description:
The following description of the event was documented by a viasys tech support specialist in response to a phone conversation with the rental company rep. "Customer unit is being investigated because of an incident while on a pt, the unit is at hosp. The hosp hired a private investigator to check this unit and investigate the problem, and he reported the problem to us for the first time, the incident happened in 2007. Unit was on a pt, when the rt entered the room, the pt circuit was disconnected from the pt. They are not sure if the circuit came off the pt or someone disconnected it, the unit was alarming circuit disconnect, they have to bag the pt at this point. No flows coming from the ventilator, wave forms were flat, customer power down the unit and turn it back on again, on resume pt unit try to deliver a few breaths circuit disconnected alarm came on, they did not have a test lung on the circuit, they installed the test lung and unit started to cycle. The investigator wants to find out if there is any way we can extract information from the ventilator regarding the alarm conditions. They have no other info: settings, soft revision or settings." The following description of the event was copied from the rental co's medwatch report. "Ventilator stopped working during pt care."

Manufacturer narrative:
A viasys field service rep evaluated the device and found that it operates as designed. The field service rep. Found that when the pt circuit was disconnected from the test lung, both the audible and visual alarms functioned as designed through repeated trials. The error log on the device was checked and no errors were found. This indicates that the device was functioning per specifications. Most likely the operator that reported the incident was confused by the lack of ventilation coming out of the pt circuit that was disconnected from the pt. By design, this is normal but can sometimes confuse operators that are used to older vents that did not function that way.